Manufacturer narrative:
No sample was returned for eval. The DHR was reviewed and there was no evidence of any manufacturing issues that could have caused or contributed to the reported event. Coated et tubes are qa inspected for excessive bent or kinked product. The instructions for use states under precautions: when a pt's position or the tube placement is altered after intubation, it is essential to verify that the tube position remains correct. Any tube displacement should be corrected immediately. Should extreme flexing (chin-to-chest) of the head or movement of the pt (e.g., to a lateral or prone position) be anticipated after intubation, use of a reinforced tracheal tube should be considered. Adverse reactions: anticipated device-related and possibly device-related adverse events reported in less than 3% of pts receiving the et tube included: cardio respiratory arrest, epistaxis, hemoptysis, laryngeal edema, ulcerations, or granuloma, multi-organ failure, pneumonia, respiratory difficulties, sepsis, bronchospasm, mechanical damage to upper respiratory structures, acute renal failure, sore throat, agitation, aspiration, atelectasis, blockage or kinking of the et tube, bronchitis, confused state, cough, fever/pyrexia, hypotension, hypoxemia, laryngitis, oxygen saturation decrease, pulmonary edema, skin lacerations, skin ulcer, tachypnea, and vomiting. These adverse events are consistent with those reported for conventional non-coated endotracheal tubes. Instructions for use: integrity of the system should be verified periodically during the intubation period.

Event description:
It was reported that the ett kinked. The intensivist md was called urgently to the bedside for inability to ventilate the pt. Bronchoscopy was performed and thick secretions were noted. The tube was repositioned, bronchoscope removed, and the ett was found to be kinked. Anesthesia was called to assist. The tube was manipulated and unkinked, after which the tube exchanger passed and the ett was removed. A new 7.5 ett was placed with no further problems reported. Additional info was received on 9/29/09 from the hospital: the device had been in use for approximately one week and it was in the correct position. A bronchoscope was inserted and could not pass. The doctor could see that the ett was kinked.